Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation had poor separator movement. This occurred on 3 occasions before use. The following information was provided by the initial reporter: premature launch of the mechanical separator 3 tubes in the same day. Customer is following the suggested procedure to avoid this from happening, but still it happened.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation had poor separator movement. This occurred on 3 occasions before use. The following information was provided by the initial reporter: premature launch of the mechanical separator 3 tubes in the same day. Customer is following the suggested procedure to avoid this from happening, but still it happened.